Event description:
Caller alleged imprecision with inratio meter. When pt's inr dropped to 1.1, he got sick and his doctor put him on antibiotics (500 mg cipro) and lovenox (2 times daily). Pt tested every day due to illness and issues with inr. Pt's legs were also hurting on (B)(6) 2010. Caller also alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inr: 3.4, lab: 2.0.

Manufacturer narrative:
Investigation pending.